Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer recently had issues with low blood glucose. The caller stated that there was an episode approximately one month ago where the customer's blood glucose was 26 mg/dl. The caller also stated that the customer passed away on (B)(6) 2016, at home, in her sleep. The caller stated that per death certificate the cause of death was copd and it was stated that the customer had copd for the past ten years. The caller stated that the customer never had copd. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer was wearing the insulin pump at the time of death. The caller stated that the customer was not ill and there were no signs of her passing coming. The caller agreed returning the insulin pump for analysis, however the device is currently at the funeral home. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with cracked case at the display window corner. Data analysis: (B)(6) 2016 daily insulin total = 73.900u; (B)(6) 2016 daily insulin total = 88.400u; (B)(6) 2016 daily insulin total = 81.200u; (B)(6) 2016 daily insulin total = 75.150u; (B)(6) 2016 daily insulin total = 149.100u; (B)(6) 2016 daily insulin total = 127.600u 23:21:20 no delivery alarm; (B)(6) 2016 daily insulin total = 0.000u.